Event description:
A discordant, (B)(6) result was reported from a laboratory information system (lis) for one patient sample. The discordant result was reported to the physician(s), who questioned it. The lis is connected to an advia centaur xp instrument which sent an equivocal result to the lis. The sample was repeated on the same instrument and an alternate instrument, both resulting reactive. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc concluded that the advia centaur xp instrument had not malfunctioned. It was discovered that the customer's lis system did not have equivocal reference ranges defined. The lis issue has been corrected and results are being reported correctly. The cause of the discordant, (B)(6) result was due to the configuration of the lis. The advia centaur xp instrument is performing within specifications. The instrument is performing according to specifications. No further evaluation of this device is required.